Event description:
Additional information was received from a consumer indicating the pump had not worked since the motor stall. It was noted the patient was supposed to get the pump removed by the healthcare provider (hcp) on (B)(6) 2015 or (B)(6) 2015. The patient completed all his pre-op and then on (B)(6) 2015 the hcp didn't want to do it and referred the patient to a different hcp. The patient noted his insurance didn't cover that new hcp. The patient had an issue finding a hcp to remove the pump and thought it was because the representative told the hcp before that the patient's catheter should have been replaced and wasn't the patient was to follow-up with the hcp. The patient requested additional physician listings as he was having a hard time finding a hcp to take care of the pump. The patient noted he was having trouble getting his records from the hcp's office. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal dilaudid (concentration unknown; dose 17mg/day) and clonidine (concentration and dose unknown) via an implantable infusion pump. Indication for use was non-malignant pain and lumbar radiculopathy. A pump critical alarm was heard by the patient on (B)(6) 2015 and the patient was still hearing the alarm on (B)(6) 2015. The patient also began experiencing "tasting of intrathecal (it) medicine" and feeling sick on (B)(6) 2015. The patient went to the doctor on (B)(6) 2015 and had the pump refilled at which time the doctor told the patient the alarm was for low reservoir. The last month the doctor had increased the dose and the alarm had sounded before. The pump was interrogated on (B)(6) 2015 and pump logs indicated a motor stall that occurred on (B)(6) 2015 with recovery on (B)(6) 2015 and another motor stall on (B)(6) 2015 that had not recovered. There had been no magnetic resonance imaging (MRI) and the cause of the motor stall was unknown. The plan was to replace the pump but no date had yet been scheduled. Patient status at the time of the event was alive with no injury. Additional information has been requested but was not available at the time of this report.